Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the liquid crystal display (lcd) was bleeding and it was also determined that the red wire on the lcd was pinched (wires exposed). It was noted that both output connectors were broken, and the keypad window was scratched. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator has a black mark on the display and was due for the annual service. The device was returned to service and repair. There was no patient involvement.